Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was above elective replacement indicator (eri) upon receipt. Device arrived able to interrogate. Analysis of device indicated that device was within normal range of operation. Further analysis performed showed normal device characteristics. Device was exposed to cold temperature below freezing point while in the field and caused the low battery voltage measurement. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that prior to implant it was noted that the battery on the implantable cardiac monitor (icm) was displayed as being depleted. There was a suspicion that the icm was exposed to cold temperatures which may have resulted in the displayed battery depletion. The icm was not implanted. There were no patient consequences.